Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014 device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: powered the pump on and the display is blank. Opened the pump case and replaced the blank oled with the test display which is clear & legible; concluded a failed display flex. No moisture observed from the outside of the pump. Found a leaking battery compartment. Opened the pump case and found moisture inside of the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that only part of the display was lighting up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.